Event description:
(B)(6) 2011. End user found burn mark on patient's shoulder. Treatment was not interrupted and progress toward recovery was not impeded due to this incident. Medical treatment was not sought at the time of the incident due to the injury and patient did not seek further medical treatment from a family physician or emergency room.